Event description:
Caller states that the patient tested 3.2 inr on device and then tested 4.2 inr on a second device during duplicate testing. Caller also states that during another duplicate test, patient tested 4.9 inr on device and 6.2 inr on the second device. No action taken based on device results. No adverse event reported. Requested return of suspect devices and replacements were sent.

Manufacturer narrative:
Strip lot producing 4.2 inr: 340, 12/07. Strip lot producing 6.2 inr: 346, 12/07.